Manufacturer narrative:
(B)(4). Explant date: not applicable; lens remains implanted at the time of submitting the MDR. Section has been completed by the manufacturer. The manufacturing records were reviewed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The product was manufactured according to specification. Results of the optical measurement performed and the in-line optical inspection data showed that the lens was within specification in terms of optical power. A search revealed that no other complaints for the production order were received to date. Labeling review of the directions for use (dfu) states that some visual effects associated with multifocal lenses may be expected because of the superposition of the focused and unfocused images. These may include a perception of halos or glare around lights under nighttime conditions. It is expected that in a small percentage of patients, the observation of such phenomena will be annoying and may be perceived as a hindrance, especially in low illumination conditions. On rare occasions the visual effects may be significant enough that the patient will request removal of the multifocal lens. During the manufacturing record review for this serial number, no non-conformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications prior to release. All pertinent information available to abbott medical optics has been submitted.

Event description:
The patient called to report that after her surgery (B)(6) 2015, she is now constantly seeing two (2) lines across the visual field and the issue gets worse when she approaches light. She stated that she has chronic lyme disease issues, rocky mountain spotted fever (rmsf), and mycoplasma pneumonia, which attributed to having a lot of inflammation post-surgery. Her optic nerve was swollen and there was a concern the retina was detaching; but, it had not and the swelling was going down. She works as a sign language interpreter and it is very difficult to perform her job. She really cannot see out of the left eye right now. She has a lot of trouble driving both morning and night. She stated that her surgeon wants to implant an intraocular lens in her right eye (od) to help resolve her current visual issues; but, due to her current outcome, she is hesitant to have the surgery and will be seeking additional medical opinions. Reportedly, there are no secondary surgeries anticipated to resolve her visual issues at this time.